Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked right after taking them off the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the events occurred on unspecified dates in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: june 17, 2021 - june 18, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and observed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.